Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the physician experienced placement difficulty when trying to position the right ventricular (rv) lead. After several repositionings, the physician noted that the helix was becoming less responsive. Upon removal, tissue was seen present within the helix. The physician was unable to fully retract the helix back into the lead while outside of the patient so the lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.